Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 412 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer feels thirsty and treated their high blood glucose levels with manual syringe. Customer's alarm history showed multiple no delivery alarms. Customer declined to perform the high pressure test on the insulin pump. Customer will follow up with their doctor to make sure the settings are correct and appropriate. Customer's alert type has been changed to vibrate as they could not hear any of the beeps. Customer was advised to call back if they have any issues especially no delivery alarms, in order to properly troubleshoot.